Manufacturer narrative:
(B)(4). Batch # n9358z. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested but unavailable: do you have the correct six digit/ character batch and/or lot number for the device? The number you provided, (B)(4), is not a valid batch and/or lot number.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were deploying in an uneven fashion. They were not criss-crossing. One leg of the clip was longer then the other resulting in a compromised clip formation. Another like device was used to complete the procedure. There were no adverse consequences for the patient.